Manufacturer narrative:
Product complaint #: (B)(4). Additional pro-codes: gxl & hwe. Investigation summary: service and repair history: the previous service event for part number 05.000.008 with lot number(s) 006688 has been reviewed. The customer called in a service request for this item on 26-mar-2021 for reverse does not work. The item was previously returned for service on 24-jan-2019 due to not in spec. The previous service condition of not in spec is not relevant to the current complained issue of reverse does not work. The manufacture date of this item is 6-jun-2017. The service history review is unconfirmed. Service and repair evaluation: it was reported that on (B)(6) 2021, during a weekly audit it was found out that the hand piece for battery powered driver reverse does not work. The repair technician reported the bearings have debris one them and are damaged and the wires are burnt. The device did not run in fast forward, forward or reverse. Damaged component is the reason for repair. The cause of the issue is damaged component. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 2-apr-2021 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: a shr was performed on the serviceable device and it was found that the device was manufactured on 6-jun-2017. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4). No manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a weekly audit it was found out that the hand piece for battery powered driver reverse does not work. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) hand piece for battery powered driver. This report is 1 of 1 for (B)(4).